Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by an integra distributor (intersalud srl), that an integra product was marketed by a third party after the product expired. The product appeared to have been re-labeled by the third party to hide the actual expiration date.

Manufacturer narrative:
The product was not returned for evaluation; however, a thorough investigation was performed. A complaint was received from the distributor in bolivia, that integra products were being relabeled and distributed by another one of our distributors. A photo of an integra product was provided, a box of an integra skin, specifically a 4 x 10 piece with what appears to be another label over it indicating it is a 2x2 piece from lot #3638223 bmw2021. An integra sales rep from mexico city held a cadaver lab training meeting in august of 2019, in austin, texas. At the training she gave out some integra skin samples to a few hcp¿s for use in their cadaver trainings. Those samples were labeled not for human use as they had a short expiration date on them and were to be used in trainings only. The ceo of biopro received a few of these samples from the integra sales rep. According to him, he gave those samples out to various hcps that he does business with for their use in trainings. The distributor stated that they understood that the product was not for surgical use and they did not re-label or deliver it for medical use, nor was it ever invoiced for billing. In tracking this sample, the distributor manager (B)(6), confirmed that this sample was given to dr. (B)(6) from (B)(6), and he confirmed this and said that he in turn gifted it to dr. (B)(6). From (B)(6). Dr.(B)(6). Said he did not realize the sample was not for human use, he thought it was a true sample for use. He did not remove the product from the packaging bag and does not recall seeing any not for human use label. He said he had his assistant deliver the sample to the clinic where dr.(B)(6) works. Dr. (B)(6). States he does not know who re-labeled the product improperly, nor was the product ever invoiced. However, the over labeling most likely occurred in (B)(6), as biopro confirmed that the label from the 2x2 lot 3638223 bmw2021 of which it is alleged was used as an over label on the 4x10 product was delivered to the hospital ¿(B)(6)¿ . Dr.(B)(6). Is one of three plastic surgeons that work at this hospital. Root cause - the investigation shows no evidence of any wrongdoing by integra personnel, and based on the information provided there is no evidence of wrongdoing by an integra distributor. The origin of the over-labeling could not conclusively be identified.